Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h1; h2; h3; h4; h6; h11. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified confirmation of item and lot etch; strike plate indentations from previous use; nicks, gouges, and scratches; no other damage; and that the device visually conforms to print aside from damage. Strike plate diameter measured within specification. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handle broke during surgery and damaged the poly liner. The surgery was completed with a second device and there was no impact or harm to the patient.